Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and increasing high pacing impedance. The lead triggered a lead integrity alert (lia) for oversensing of noise and impedance spike. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.